Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no damage in the external components. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, no anomalies were found. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9dv83 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, after firing it was noted the staples malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.